Manufacturer narrative:
The device associated with this report was not returned. A photograph of the reported revised devices was provided for review. Review of the provided photograph confirmed the reported the metal femoral device medical condyle has fractured. The two meniscal bearings appear to be fractured with evidence of wear. The damage to the meniscal bearings is likely secondary to the fractured femoral component as reported by the complainant. In addition, it was reported the devices were inserted in 1998. Review of the device history records and/or a lot specific complaint database search was not possible as the product and lot code required was not provided. Requests for additional investigational inputs were made in accordance with (B)(4) appendix a. No additional information was obtained. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is under investigation. Depuy will notify the FDA of the results of the investigation once it has been completed. (B)(4). Followup with the complainant has been conducted for the lot number, and the information is not available. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient was revised to address a fractured medial condyle on the femoral component.